Event description:
The customer reported the system made a popping noise and would not fluoro, then displayed an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. (B)(4).